Event description:
It was reported that patient underwent a procedure utilizing a soft tissue anchor on (B)(4) 2012. During the procedure, the surgeon had difficulties pushing the inserter to the end of the bone. When the surgeon attempted to retract the inserter, it became stuck. The inserter was eventually removed by drilling the device free.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.